Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. Inspection of the fluid path found no damages, tears, or leaks that would result in fluid leaking from the pod. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. Inspection of the internal components of the pod found no evidence of fluid. No fluid residue was observed inside the pod and no fluid-based damage, such as corrosion, was observed on any of the internal components. No leaks were found in the fluid path, indicating that fluid did not leak out of the fluid path and into the pod. Small cracks were found in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data of the pod indicated that the cracks did not allow fluid to flow into the device and the cracks had no affect on the functionality of the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 275 mg/dl while wearing the pod between 4 and 24 hours. Patient reported the pod was leaking during wear and the viewing window was "cloudy". When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered.